Event description:
We had received a positive result for turner syndrome from the verifi blood test. Our amnio results came back as 100% normal cells. Me and my husband went through hell for 4 weeks. Nipt tests (verifi, maternity21, panorama) should reconsider their "accuracy" 99% for sex hormones, because they give a lot of false positive results as can be seen here: (B)(6). MFR reported as progenity.